Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was very difficult to disconnect the connector of an interlink extension set. The reporter stated that the connector was ¿very difficult to twist without the use of tools and a lot of pressure.¿ this occurred during simulated use testing by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: ¿it was additionally reported by the customer that this event did not occur.¿ should additional relevant information become available, a supplemental report will be submitted.